Event description:
Revision surgery due to loosening. It was reported that an appraiser bent the knee more than 120 degrees, a cracking noise was detected and the pt was not able to straighten the knee to 0 degrees any more. Reg MFR# 3005180920-2014-00022.